Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the complaints database was conducted, and over the previous six months. There was one other complaint found related to this lot number for this failure mode and issue. A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. A crack in the luer (hub) was confirmed that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and an internal investigation was initiated to address this issue. The investigation is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC line discovered leaking blood from connector between female and of PICC line and luer lock connector from extension tubing. Discovered crack on female end of PICC line. Date of insertion: (B)(6) 2023 (in situ 5 days) injury: undetermined amount of blood loss. Intervention: PICC line removed resulting in loss of tpn infused and undetermined amount of blood loss from defective PICC area. IV insertion initiated.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.